Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. It was noted that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The analyst commented that the breached insulation did contribute to the complaint of sensing. Concomitant medical products: 4024-58 lead, implanted (B)(6) 1995. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and had insulation damage at the base of the connector pin. The lead was explanted and replaced. It was also reported that the right ventricular (rv) lead was returned to the manufacturer after being explanted with no reason for replacement. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.